Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, low sensing and high capture threshold were noted on the right ventricular (rv) lead. Furthermore, rv lead insulation damage was revealed during the procedure. The lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.